Event description:
End of tendon stripper broke off while harvesting a tendon for grafting purposes. Broken piece retrieved from pt. Unknown whether the surgeon harvested the graft, or how long of a delay this issue caused.